Event description:
The patient reported experiencing elevated blood glucose of 277 mg/dl the morning of (B) (6) 2010. She bolused through the infusion device but her blood glucose remained elevated. At 11:00am, her blood glucose measured 253 mg/dl and she found the infusion site adhesive was separated from her skin. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.